Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to a miss-connection to the motor or photo switch, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquires or follow up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarmed error 1870. Patient not affected. The patient states his pump is alarming and the screen reads error 1870. He states he has removed and reinserted the batteries twice and the alarm returned. Instructed the patient to try a new set of batteries. Pump started; the screen reads run res vol 109.0 ml. Medication is 5-fu. Pump removal is scheduled for friday. The pump then alarmed error 1870 again. Batteries removed and the clamp closest to the port was closed. Instructed the patient to call his doctor now. The patient verbalized an understanding.